Manufacturer narrative:
Device was used for treatment, not diagnosis. Devices implanted approximately five months prior to awareness date. Devices explanted (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that two matrix midface l plates and 14 screws had to be removed from the patient due to lack of soft tissue coverage. This is report 1 of 2 for complaint 43743 and refers to two matrix midface l plates of unknown part number and unknown lot number.